Event description:
Reportedly, end of life of the subject pacemaker was suspected. The device was explanted and will be returned for analysis.

Event description:
Reportedly, end of life of the subject pacemaker was suspected. The device was explanted and will be returned for analysis.